Event description:
It was reported that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with an infection. According to the field, a revision procedure will be performed soon. For now, the s-ICD system remains implanted and in service. No additional adverse patient effects were reported. The full model/serial information regarding the affected product(s) in this event is currently being requested from the field. This event will be updated should additional information be provided.